Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing observed in recorded supra ventricular tachycardia (svt) and ventricular tachycardia (vt) episodes. The ra lead was reprogrammed but the settings were causing undersensing on the ra lead. The ra lead was reprogrammed again and no ffrw was present but r waves were seen in the atrial channel as atrial refractory events. It was further noted that undersensing was observed on the ra lead in recorded ventricular sensing episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: 439888 lead; implanted: (B)(6) 2021, dtpa2qq crtd; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right atrial (ra) lead again exhibited far field r-wave (ffrw) oversensing and undersensing causing misclassification of the arrhythmia.